Event description:
During follow-up, increased capture threshold and loss of capture was observed on the right ventricular (rv) lead due to dislodgement. During the revision procedure, the helix was unable to extend. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Diagnostic imaging revealed no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts. The reported event of helix could not extend was confirmed due to the helix being clogged with blood and the inner coil was slightly over-torqued. The reported event of dislodgement, increased capture threshold and no capture were not confirmed.